Event description:
Following routine implantation of cardiomems in left pulmonary artery the patient started complaining of difficulty breathing and coughing a small amount of blood prior to leaving procedure room. The hemoptysis resolved quickly without intervention. In order to protect the patient's airway, it was decided to intubate the patient. Patient was sent for a CT scan which showed bleeding in the lung. The patient was sent to medical intensive care unit for recovery and monitoring. It was later reported that the patient died. The cause of death was not related to the cardiomems device or procedure. The patient was already in end-stage renal disease and was going to require dialysis moving forward, and the decision was made to not pursue further measures so the patient expired from palliative extubation.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The root cause of the reported event remains unknown. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.